Manufacturer narrative:
Due to character limitations the complete e1 (tele #) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during checks, the cardiosave intra-aortic balloon pump (iabp) unit is working on the battery only while it is plugged in. Balloon pump is plugged in. Helium tank 25% full, now showing 100% full.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9 (device available for eval), e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) stated that the issue was resolved over the phone. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during checks, the cardiosave intra-aortic balloon pump (iabp) was working on the battery only while plugged in. The helium tank was only 25% full, but was showing 100% full. However, there was no harm or injury reported.